Manufacturer narrative:
Date rec'd by MFR: 17aug2019. Date of report: 22aug2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue and replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7). There was no patient involvement.